Event description:
It was reported to philips that the system failed to start up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint and, according to the additional information gathered, the system malfunctioned during a planned/non-emergency treatment. The procedure was completed as planned by bypassing the defective uninterruptible power supply (ups). A philips remote service engineer (rse) inspected the system remotely and confirmed the system did not boot up. The rse worked with customer to bypass the ups which resolved the start-up issue. Following the repair, the system was returned to use in good working order. There have not been any further reports of this issue from the customer. The codes were updated based on the investigation outcome.